Event description:
It was observed during device evaluation, the duodenovideoscope exhibited a burnt forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a high-energy treatment tool was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU. Tjf-q290v operation manual chapter 3 preparation and inspection:3-3 inspection of endoscope tjf-q290v operation manual chapter 4 operation:4-3 using endo therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.